Event description:
It was reported that the left ventricular (lv) lead had high pacing thresholds and no capture of the left ventricle. X-ray shows that the lv lead was no longer in the coronary sinus vein. The lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: c154dwk implantable cardioverter defibrillator (ICD) (B)(6) 2008; 6947 implantable tachy lead (B)(6) 2004; 5076 implantable pacing lead (B)(6) 2004. (B)(4).